Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer states that they perform self test and test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer called in on (B)(6) 2021 and complained about pump error 43/63/device test failed alarm. The thus download was successful. Pump error 43 alarm found in the insulin pump history/trace download on (B)(6) 2021 at 01:27:14 o'clock and (2) pump error 63 alarm (variable info=3) found in the insulin pump history/trace download on (B)(6) 2021 at 01:43:03 o'clock and at 01:49:06 o'clock. Device passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 43 alarm or device test failed alarm noted during testing. However, high sleep current and pump error 63 alarm noted during testing. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Device was cut opened, inspected and tested. Moisture damage found inside battery tube and cracked trace found on keypad assembly. Frist, replaces a test battery tube, the sleep current was within specific range (.622 miliampere). Second, replaces a test case and perform the self test, insulin pump passed the self test without the pump error 63 alarm occurred. The motor was tested outside of the device on the stb3 and passed the motor test. In conclusion, no unexpected pump error 43 alarm or device test failed alarm noted during testing. High sleep current due to corroded battery tube. Pump error 63 alarm (variable info=3) during self test and confirmed in the device history due to broken trace on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.